Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging a meter casing issue with her onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter ¿got smashed/broken¿ around noon on (B)(6) 2018. The patient reported that she is a brittle diabetic and checks her blood glucose levels four times per day; she reported that she manages the condition with insulin which she self-adjusts. She indicated that after the meter was broken, she was unable to test her blood glucose level and ¿guessed¿ the amount of insulin to take. She reported that around five hours later she started experiencing high and low blood glucose levels with symptoms of ¿thirsty, tired, sweats and shakes¿. She denied receiving any treatment for her symptoms above and beyond her usual diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided, there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, after breaking her meter and being unable to test her blood glucose levels.